Manufacturer narrative:
Product event summary :the driveline boot cover was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated driveline boot cover met all requirements for release. Review of the controller log files could not be performed since log files covering the reported event date were not available for analysis. It was reported that the driveline boot cover was on backwards, so the boot was turned around to the correct position during the controller exchange. The reported event could not be confirmed due to insufficient evidence. There is no evidence to suggest that a device malfunction caused or contributed to the related event. Based on the available information, the most likely root cause of the reported event may be attributed to improper installation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient presented to the clinic for a routine controller upgrade and it was discovered that the driveline cover (boot) was on backwards.  The boot was turned around to the correct position during the controller exchange.  No patient complications have been reported as a result of this event.